Event description:
On (B)(6) 2013, a 25 mm trifecta valve was implanted. On (B)(6) 2018, endocarditis was suspected and a grade 2/3 leak was noted. The valve was explanted and replaced with a 23 mm trifecta gt valve. The valve was sent to the hospital lab and will not be returned to abbott for analysis. Three photos of an explanted valve were received from the field. The photos appear to show one leaflet had torn away from a stent post. The cause and extent of the damage could not be determined based solely on the aforementioned photographs. The status of the patient is unknown.

Manufacturer narrative:
An event of leakage and suspected endocarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis, however three photos were received for analysis. Based solely on the aforementioned photos, one leaflet appeared to have torn away from a stent post. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 25 mm trifecta valve was implanted. There was a small mitral valve leak which increased with the aortic valve replacement so the user replaced the native mitral valve with a mosaic mitral valve. On (B)(6) 2018, endocarditis was suspected and a grade 2/3 leak was noted with the trifecta valve. The valve was explanted and replaced with a 23 mm trifecta gt valve. The valve was sent to the hospital lab and will not be returned to abbott for analysis. Three photos of an explanted valve were received from the field. The photos appear to show one leaflet had torn away from a stent post. The cause and extent of the damage could not be determined based solely on the aforementioned photographs. The status of the patient remains unknown.